Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4. The left atrium (la) was small which made it difficult to gain height on the transseptal. The clip delivery system (cds) was advanced to the mitral valve. After clip deployment, while the gripper line was still attached to the clip, it was noted that the tip of the cds was very close to the valve due to the small la. The cds was retracted into the sgc. The gripper line was retracted, but resistance was felt and the gripper line snapped within the cds handle. There were no gripper line ends outside the handle. The steerable guide catheter (sgc) was retracted to the right atrium with the gripper line still attached to the clip. The cds was removed from the anatomy, and the sgc brought lower than the heart level to provide back bleeding and ensure no air embolism. The sgc was moved close to the septal puncture and the gripper line was successfully removed with the sgc. One clip was implanted, reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported incidents reported for difficulty in removing the gripper line and for gripper line break during removal from this lot. All available information was investigated, and the reported difficulty in removing the gripper line in this incident appears to be due to a combination of the short intra-atrial septum and a small left atrium, and difficult to gain height for the transseptal puncture. The reported gripper line break appears to be a result of the difficulty in removing the gripper line as the line broke during removal, therefore, related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.